Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii seal failed to load as the seal was stuck in the loading device. We are following up with the customer for further details on this case. A follow-up report will be provided if additional info is obtained.